Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "provider states that the wire had difficulty advancing past the needle tip. Once wire was withdrawn it had kink that would not allow it advance. Multiple kits were used all reported to have similar issues with the wire." The current condition of the patient is "unknown" at this time. Associated MDR numbers include 9680794-2024-00337, 9680794-2024-00338, 9680794-2024-00339, and 9680794-2024-00340.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "provider states that the wire had difficulty advancing past the needle tip. Once wire was withdrawn it had kink that would not allow it advance. Multiple kits were used all reported to have similar issues with the wire." The current condition of the patient is "unknown" at this time. Associated MDR numbers include 9680794-2024-00337, 9680794-2024-00338, and 9680794-2024-00339.